Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to implantation, there was a mislabel of silver strand shown in the inner packaging of the lead. This did not delay the procedure and a new lead was implanted instead. There were no adverse complications before and after the procedure.